Event description:
This epicardial patch was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services cin 7/13/2017 stating that this epicardial patch had impedance > 200 ohms from the painless tests. The physician was dr. (B)(6) annoni-suau at lnterventional cardiac consultants in in trinity, fl. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).